Event description:
It was reported that the t:slim x2 pump's battery would not charge when connected via a computer usb port, and switching to a wall adapter did not resolve the issue. There was no adverse impact to the customer¿s blood glucose level. Customer to reach out to a healthcare provider in order to obtain back up insulin therapy.